Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead was failing to capture and the patient had phrenic nerve stimulation. The lead was programmed off. On (B)(6) 2021, the lead was repositioned. The patient was stable post procedure.